Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient sent an email about ¿placement,¿ and they were told that the diarrhea that they had been having was from the device. The patient¿s healthcare provider was made aware. No further patient complications are anticipated or expected as a result of this event. On 2020-mar-23 (rep): no new information for the event description.